Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5.

Event description:
The patient was revised after 13 years due to rotator cuff failure. The glenoid component was broken by the surgeon in order to facilitate an easier removal process.

Manufacturer narrative:
D10: concomitants: 2402074 300-20-02 - equinox square torque define screw drive kit. 1360921- 310-01-44 - equinoxe, humeral head short, 44mm (alpha). 125873 -620-00-02 - platelet rich plasma kit with spray tips aa4870- 13a2101 - cemex system fast genta 70g. A0202051203- 620-11-02 - accelerate conc. Sys rep by 620-12-02. Aa5363- asa0030 - sterile disposable containers.

Event description:
It was reported a 72 yo female patient, who had an initial right shoulder implanted in (B)(6) 2012, underwent a revision procedure in (B)(6) 2024, approximately 12 years post the initial procedure. The patient was revised to a reverse tsa with a preserve stem. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. The surgeon requested the implants. Device images were provided. No further information.